Event description:
It ws reported by service report that the sensor in the rod end assembly kit had to be replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: rod assembly sensor.